Manufacturer narrative:
The manufacturer previously reported a failure of the power supply. The power supply was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the power supply failing was fuse 1 and fuse 2 being open causing no output from the power supply.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's power supply was replaced to address the issue.